Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding a patient with an implantable neurostimulator (ins) for retention. It was reported that the patient has had no clinic visits until now. The patient came into the clinic with pain sensation in the stomach. The hcp altered the device settings from unipolar to bipolar. After two weeks, the patient came back. The effect was not sufficient, with the formation of residue which caused the patient to perform catherization again. Upon the patient¿s request, the settings were returned to unipolar. The sensation was on the correct location, anus and vagina. The day after the re-adjustment, the patient woke up during the night from an electric shock in their stomach. The patient turned the device off. After 24hrs, the patient turned the device back on. It went well for a couple of hours, after which again an electric shock was felt. The impedance and battery were okay. The patient has not fallen or bumped into anything. The shocks increased when the patient lies on their stomach in bed or when sitting in the car. Additional information was received reporting that palpating the area of the ins gave the patient heavy shocks. The program was changed without success. The cause was probably fluid short at c ase-lead connection. No additional actions were taken. The ins will be replaced. No further complications were reported or anticipated.